Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a no delivery alarm on the insulin pump. Customer declined troubleshooting for this issue. The blood glucose reading was 390 mg/dl. Customer treated with manual injection. She was assisted in performing a 5 unit fixed prime and stated that insulin did not exit. She was advised to remove the reservoir, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. She stated that insulin did not exit with the plunger push. Nothing further was reported.

Manufacturer narrative:
Evaluated 1 opened/used reservoir. Inspected the reservoir's snap-cap and septum for anomalies. None were found. Ran an occlusion test as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into an insulin pump. Performed manual prime and visual fluid flowing through the infusion set and out catheter tip noted. The reservoir was not occluded.